Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd maxguard flow controller extension set with needleless y-site(s) was clogged. The following information was provided by the initial reporter: reported issue with our bd maxguard¿flow controller extension set with needleless y-site ¿dial-a-flow¿. Once fluid is initiated and the rate on the dial the flow is turned down it will ¿freeze/stop up¿ and quit flowing when you attempt to open back up. It is not all of them but approximately 50% of the ones utilized.

Manufacturer narrative:
H6: investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with saline and the flow controller in the open position. The set was unable to prime. The customer complaint that the set stopped flowing was verified. A quality notification was sent to the manufacturer. The root cause is caused by a misplaced gasket. Corrective actions have been taken to correct the issue and the component that was received was constructed before the corrective actions were put in place. A device history record review for model mfs141 lot number 22039076 was performed. The search showed that a total of 14403 units in 1 lot number was built on 07mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that at least one bd maxguard flow controller extension set with needleless y-site(s) was clogged. The following information was provided by the initial reporter: reported issue with our bd maxguard¿flow controller extension set with needleless y-site ¿dial-a-flow¿. Once fluid is initiated and the rate on the dial the flow is turned down it will ¿freeze/stop up¿ and quit flowing when you attempt to open back up. It is not all of them but approximately 50% of the ones utilized.